Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting during the phone call indicated the pump was operating properly. Technician discussed possible causes of high bgs and instructed customer to change infusion set.